Event description:
It was reported the epg (external pulse generator) was dropped. The epg was returned for repair. It was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported event. It was noted that the upper and lower cases were broken, the display lens was broken, the ring cover and two side bail covers were broken, the battery release, lead flex cover and battery drawer were contaminated, the battery contacts were compressed and the ring was bent.